Manufacturer narrative:
Internal report #(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 50 249 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 06/2015. Recall test results performed fasting from meter memory: 384 mg/dl (B)(6) 2015 05:10 pm; 334 mg/dl (B)(6) 2015 03:15 pm; 206 mg/dl (B)(6) 2015 04:20 pm; 220 mg/dl (B)(6) 2015 05:07 pm; 255 mg/dl (B)(6) 2015 10:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 249 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.